Event description:
A talent stent graft system was implanted in patient for abdominal aortic aneurysm. It was reported that stent graft migration was discovered. Per the physician, the cause of the event was due to patient anatomy, disease progression. No clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that a follow up scan confirmed a migration of the talent stent graft and a type ia endoleak due to disease progression. An intervention was performed. An eii aui was implanted; however, it was inaccurately delivered due to the patient's severe vessel tortuosity. The endoleak was not resolved. The physician decided to implant an endurant cuff in conjunction with aptus endoanchors; however, a small endoleak was still present. The physician indicated that the small endoleak might self-resolve and no additional treatment will be performed at this time. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.